Event description:
Customer reported strong smoke development from the ups.

Manufacturer narrative:
According to the complainant, the ups had been discarded. An incomplete serial number was submitted and can no longer be verified. The date code given can be translated to a production date of the ups as (B) (4) 2007. The root cause for the reported strong smoke odor from the ups cannot be determined as the cited ups is no longer available.